Manufacturer narrative:
Pump received not stuck in the manufacturing mode. Pump received with scratched case, pillowing keypad overlay, cracked case behind the pump at the battery compartment, cracked battery tube threads, cracked retainer, partially detached retainer and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump got damaged. The customer's blood glucose was 7 mmol/l. The customer stated that the insulin pump was cracked on the back and by the battery compartment. The product was returned for analysis.